Manufacturer narrative:
Additional, changed, and/or corrected data: review of sterilization and seal strength records related to work order 3393199 did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for nov 2019, and bioburden monitoring results for nov 2019. Review of work order 3393199 and the event code "infection" did not identify any ncs or CAPA associated with this information.

Event description:
Healthcare professional reported right side exposure and infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of exposure and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection (late onset).

Event description:
Healthcare professional reported right side exposure and infection. Device has been explanted.